Event description:
It was reported that following a low anterior resection procedure, after a couple of days, there was bleeding and feces in abdomen. Took the pt back into surgery and there was a leak in the center of the staple line. Did an end to end anastomosis to correct the bleeding. No transfusion was needed.